Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 20142504. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1200. Serial number: (B)(6). Batch/lot number: 20816458. Model/catalog description: precision montage MRI ipg sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the leads had high impedances and the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) and lead replacement procedure. The patient was doing well postoperatively. The explanted devices were disposed by the medical facility.